Event description:
Initially user wore device for 10 hours a day as recommended but when no results were seen user increased the duration for 14 hours a day as instructed by MFR. The device was used for 7 months. User experienced pain, sores, rash, and tingling.